Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's age not provided/unknown. Patient's weight not provided/unknown. Event date not provided/unknown. Device lot number not provided/unknown. Reporter's first name not provided/unknown.

Event description:
It was reported that the abutment screw (iunihg) fractured inside of the implant. Patient was referred to surgeon who removed the screw from the implant. Patient returned after some time, a couple of weeks, to restorative doctor and the healing abutment was placed after overgrown tissue was removed. The implant is ok. Tooth location 30.

Manufacturer narrative:
This report is being submitted to relay additional and corrected information to supplement 0001038806 -2018 -00948. The following sections are being reported: it was reported that the abutment screw fractured inside of the implant at tooth location 30. The screw was retrieved from the implant. Patient returned to the restorative doctor to have a healing abutment placed after overgrown tissue was removed. There was no report of patient injury. The reported device was returned for investigation. Visual inspection noted that the screw was fractured at the top of the threaded region. The drive feature is noted to be worn from use and the gold surface is delaminated. The reported condition of a fractured abutment screw is confirmed. . No issues were identified during investigation that could have caused or contributed to the reported event. A device history record review was not performed as the reported device lot is unknown. Based on inspection of the returned screw, the reported device likely left the zimmer biomet manufacturing site conforming and within specification. Zimmer biomet quality management system has controls in place to ensure the distribution of conforming product and within specifications. A complaint history review was not performed as the reported device lot is unknown. A definitive root cause could not be confirmed. Probable causes of the event include customer error in screw torqueing or potential cross threading. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the abutment screw fractured inside of the implant at tooth location 30.the screw was retrieved from the implant. Patient returned to the restorative doctor to have a healing abutment placed after overgrown tissue was removed. There was no report of patient injury.